Event description:
A tech reported a pt with poor visual quality following intraocular lens (iol) implant surgery. In a follow- up, a tech reported posterior capsule opacification (pco) was observed, a yag capsulotomy and a vitrectomy was performed. She stated te iol was then exchanged. The tech indicated the use of an unapproved viscoelastic. There are two medical device reports associated with this event. This report is for the second pt.

Manufacturer narrative:
Eval summary: the product was returned for analysis, and the reported complaint could not be identified. The product was damaged and this damage was not mentioned by the customer. Blood and solution was observed on the returned product. Results from the product history record review indicated the product met release criteria. Add'l info was provided, which indicated an unapproved viscoelastic. No root cause could be determined for the reported complaint; however, the lens was damaged. Due to the presence of surgical solution with blood, the damage is potentially related to customer handling. There have been no other complaints reported in the lot number. Add'l info was requested 01/20/2012 and 01/26/2012 by fax, phone and mail. A completed questionnaire was received on 01/27/2012. (B)(4).